Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that there was nothing significant that led up to the event. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the testing. The customer was educated on the two hbg rule.